Event description:
The customer reported that the system displayed poor image quality. The monitor would go black and no image displayed. Also ma overload fault errors displayed on the system.

Manufacturer narrative:
It was diagnosed that the c-arm generator high voltage tank was arcing at max technique. The ge service rep checked the image resolution, auto tracking all within MFR spec. He performed a x-ray tube filament calibration but high voltage tank arcing. The customer declined oec fse to replace the high voltage tank. Company will replace and service the c-arm.